Event description:
It was reported by the sales rep that the femii018a (femoral arterial cannula) separated after insertion into the patient. There was resistance experienced during placement, after the device was placed, they continued to experience difficulty and removed the cannula. Upon removal of the cannula, they replaced with a new one. Upon inspection of the removed device, it was noted that the cannula was missing a 7cm tip segment. The patient was transferred to interventional radiology and the retained portion was retrieved using a basket. The patient is currently recovering well. The device is retained by the hospital and will be evaluated by an external investigation. Per the hospital parameters, neither the hospital nor the manufacturer can investigate the device. Additional information from the hospital: (B)(6) 2013: after performing a left femoral cut down and isolating the femoral artery and vein, using edwards percutaneous insertion kit, gained access, dilated, then placed an edwards 18fr femoral arterial cannula over the wire into the left femoral artery. The physician had difficulty inserting the cannula fully and after a few seconds stated that it did not feel right and asked us to open a second 18fr cannula. He removed the first, a second cannula was placed over the wire and the physician was able to insert the cannula fully into the artery. After removing the obturator and wire and placing a pump clamp on the inserted cannula, we inspected the first cannula and noticed a piece of the obturator was missing from the tip. We searched the field for the missing piece which was unsuccessful. The physician enlisted the help of a vascular surgeon at this point with the suspicion that the tip was probably still in the artery. The vascular surgeon suggested angiography of the left lower extremity, including the aortoiliac bifurcation. This was performed revealing nothing. A consensus was reached that the next step should be to get a CT angio before proceeding with the surgery. The case was aborted, femoral artery closed, wound closed and dressed, and the patient was taken directly to CT where the missing piece was identified in the left popliteal artery. Doppler signals were obtained the extremity distal to the embolized piece and the patient did not appear to have any compromised perfusion to the limb. The piece was ultimately removed by interventional radiology later that afternoon. The patient did not suffer any additional complications and was in stable condition throughout this event and hospitalization. The packaging and cannula were intact before their use. The cannula and its packaging are in the possession of the hospital still.

Manufacturer narrative:
The device will not be released by the hospital for evaluation and an investigation into root cause could not be performed. The device is currently being retained by the hospital legal department. If the device becomes available for evaluation an investigation into root cause will be performed. Manufacturing records were reviewed and there were no related non conformances associated with this device. Instructions for use and risk control measures remain appropriate at this time. Trends will continue to be monitored through the edwards quality system and any further information provided will be submitted through a supplemental MDR report.

Manufacturer narrative:
The defect was confirmed due to additional complaint reports, and a manufacturing defect was confirmed. The root cause can be linked to a supplier process. This complaint file was reviewed as part of a complaint file review of previously reported dilator complaints after the initiation of a product recall for the fem dilators. This review looked back to 2009. Supplemental mdrs will be submitted due to the confirmed manufacturing defect. The root cause was initially indeterminable; yet was reevaluated and confirmed on march 19, 2014. As a result a supplier corrective action and product recall have been initiated for the femoral cannula dilator. Trends will continue to be monitored through edwards quality system and additional information relayed as discovered.